Event description:
Pt said they had a problem with their controller. Agent found out the patient had an abbott scs implanted february of this year. Agent did not ask further information due to the nature of the call. Agent advised the patient to call abbott. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".